Event description:
It was stated that the reservoir leaked insulin. Nothing further was reported.

Manufacturer narrative:
Inspected one opened reservoir. The reservoir leaked due to a hole on the barrel.